Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot number. It was reported the pt stopped using her system shortly after her leads were implanted due to ineffective stimulation. The pt reported she currently does not have a physician. The sjm rep will meet with the pt as soon as she locates a physician.